Event description:
Stapler mis-fired. When md fired it, the staple was released, but it is supposed to create an anastamosis, and it did not. A second stapler was used and worked fine. No patient harm.